Event description:
It was reported that this brady lead was attempted due to damage. This brady lead was replaced and not implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was attempted due to damage. This brady lead was replaced and not implanted. No adverse patient effects were reported. According to the additional information, an insulation anomaly was identified near the top of the lead after a wire failed to advance through the lead.

Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Detailed analysis confirmed the reported lead allegation of damaged or defective insulation, based on a failed stylet insertion test with a blockage encountered approximately 850 millimeters (mm) from the terminal end. The obstruction was likely due to body fluid, as the x-ray showed no conductor issues. Blood can enter into the lumen during the implant process prior to device attachment. In this case, it appears that blood infiltrated the lead lumen, dried, and formed a clot that made guidewire insertion difficult. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits.

Event description:
It was reported that this brady lead was attempted due to damage. This brady lead was replaced and not implanted. No adverse patient effects were reported. According to the additional information, an insulation anomaly was identified near the top of the lead after a wire failed to advance through the lead.